Manufacturer narrative:
(B)(4). The event problem field was updated to clarify the condition. Baxter received and evaluated the device. The reported symptom, constant upstream occlusion alarms, could not be confirmed during a review of the device event history log during the reported time of the event. Review of the device event history log shows that the device did not experience alarm "upstream occlusion!" During testing while at baxter. This MDR was initially reported due to the absence of information. Upon review of all available information, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-12103 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during testing at the baxter (B)(4) facility . It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.